Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: july 25, 2024. Section h3. Device evaluated manufacturer? Yes. Device evaluation: product evaluation was performed under magnification. The complaint device presented with a cut off tube. The complaint issue of ¿dc-damaged / broken¿ was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: in the initial MDR report, section h10 text it stated "section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure." Then also in section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure." Which were incorrect as suspect product for this event is a glaucoma implant and not a lens. This supplemental correction report is submitted to correct previous information indicated in the initial MDR report. Correct text in h10 should have been: section d6a: if implanted, give date: not applicable, as glaucoma implant was removed/replaced during the same procedure. Section d6b if explanted, give date: not applicable, as glaucoma implant was removed/replaced during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a glaucoma shunt was removed from the patient's left eye due to broken shunt while the customer was trying to tie the tube. It was noted that event was due to a product issue. There was patient contact. The procedure was completed successfully. The glaucoma shunt was replaced with a different shunt. Procedure went well. There was no incision enlargement, vitrectomy, sutures done. The patient is doing fine. No other information was provided.

Manufacturer narrative:
Section a5: unknown/ not provided. Asku. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section h3- no: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.